Event description:
The hcp reported that, the pt experienced a sudden return of tremor with intention in his left arm and hand. The pt was unable to turn the stimulator on with the pt therapy manager; the pt usually turns the generator off nightly. The hcp was unable to interrogate the ins, and the other battery was reading low, the left-lead impedances were all within normal limits, so the pt was scheduled for bilateral ins replacement. The pt's ins was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed broken welds at the bond wire pads.